Event description:
It was reported that this right ventricular (rv) lead was exhibiting oversensing. This led to 1 round of inappropriate anti-tachycardia pacing (atp). The lead remains in service. No adverse patient effects were reported. Additional information obtained, the device is also exhibiting intrinsic amplitude out of range., programming changes were made which improved right atrial (ra) lead undersensing.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting oversensing. This led to 1 round of inappropriate anti-tachycardia pacing (atp). The lead remains in service. No adverse patient effects were reported.